Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 05536, 0001822565 - 2017 - 05537, 0001822565 - 2017 - 05538. Concomitant products: 00500304022 provisional liner 22 mm i.d. For use with 38-43 mm o.d. Shell 61769812, 00500304428 provisional liner 28 mm i.d. For use with 44-49 mm o.d. Shell 62556164, 00500305028 provisional liner 28 mm i.d. For use with 50-58 mm o.d. Shell 63199961. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported the instrument was found fractured. No patient consequence was reported and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The provisional liner was returned without the lock ring. Damage is seen on the inner diameter of the device. The width of the lock ring groove is conforming to print specification. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the intial medwatch.